Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted in the left atrium after transeptal. After septal puncture st elevation was noted. The imaging was done by coronary angiogram (cag), but the procedure continued as the patient was stable. The sheath was aspirated. Versacross connect was inside the patient when air was observed. The procedure was completed by using the original device and the patient was discharged as expected from the facility without further intervention. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.